Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, visible blood was observed in both ends of the balloon catheter. The catheter was replaced. Additionally, the mapping catheter was stuck inside the balloon catheter and was difficult to remove. The mapping catheter was also replaced. The case was aborted, and the patient was under general anesthesia. No patient complications have been reported as a result of this event.